Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2013 the wife of a (B)(6) male patient contacted zoll customer support to report that the patient had a bad rash and that the infection and rash were under his doctor's care. The patient continued to wear the lifevest. It is unknown whether the patient required medical intervention. The clinical outcome of the skin irritation is unknown.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned for the event investigation. Evaluation method: biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.